Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 29mm aortic bioprosthetic valve implanted in the tricuspid position that required valve in valve intervention after an implant duration of 11 years, eight (8) months due to severe stenosis and moderate insufficiency secondary to degeneration. The patient was implanted with at 29mm transcatheter valve within the existing valve. The patient was noted in stable condition.